Manufacturer narrative:
At this time, this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited noise, loss of capture and out of range impedances of greater than 3000 ohms. A revision procedure was performed, during which a fracture was noted just before the suture sleeve; therefore, the lead was surgically capped. To date, there have been no reported adverse patient effects related to this clinical observation.